Manufacturer narrative:
The reported event of loss of capture was not confirmed. The damage found was sustained during procedure. The lead was otherwise normal. Additional information: d10.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-10380. It was reported that the patient presented in clinic for a follow-up. It was noted that the right ventricular lead exhibited low impedance. The lead was capped and replaced on (B)(6) 2020. During the procedure, the new lead exhibited loss of capture. The physician attempted to reposition multiple times and elected to use a new competitor lead to complete the procedure. The patient was in stable condition.